Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device..

Event description:
It was reported that a patient underwent removal of an implanted aequalis humeral head and another manufacturer's implanted glenoid component due to glenoid loosening with a proximal humeral osteolysis. (B)(6).